Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage and an open book image. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the battery cap damage, and the customer stated that the damage was on the metal contacts. Troubleshooting was performed for the open book image, and the serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thump] due to flashing white display. The pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j1, j2, j6, j7, near lcd screen / pcba 2 j1 / force sensor / motor / harness assembly vibrator / corroded battery tube / battery cap contact] was found. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay peeling, keypad overlay texture damage, cracked battery tube threads, battery cap contact damage, broken belt clip rails, and corroded battery tube. Unable to verify alleged critical pump error (open book image) due to flashing white display. Flashing white display was confirmed during analysis due to moisture damage on [keypad flex connector / pcba 1 j1, j2, j6, j7, near lcd screen / pcba 2 j1 / force sensor / motor / harness assembly vibrator / corroded battery tube]. Unable to download history files and traces using [thump] due to flashing white display. Exposure to moisture confirmed. Alleged battery cap contact damage confirmed where battery cap contact damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.